Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp left heart vent catheter, it was reported the device was always being used, but the shape was difficult to memorize when the cannula was bent using a malleable type. The customer stated that the device can be bent but the repulsive force was strong and the sensation was strong. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the device was not damaged. The device was not deforming. The device was too stiff. The customer stated that the device was too hard and had a strong repulsion even when bent. The device had been bent and checked several times by the customer after the surgery to check the hardness.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.